Manufacturer narrative:
Philips has investigated this complaint. The customer reported that system had startup failure. No further information regarding the issue has been provided. The service quote provided by philips was not accepted by the customer and no service has been provided from the philips. No further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a startup failure on the allura xper fd20 system. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.